Event description:
Reporter states her husband came back from the hospital on (B)(6) 2026 and their hospital bed was delivered to their home on (B)(6) 2026. Reporter states the rails fell off on one side of the bed causing her husband to fall off the bed and states he is not feeling well and is in pain.